Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient did not receive therapy due to low, out of range hv lead impedance on the rv-svc/can vector during a ventricular fibrillation. Dynamic tx changed the vector to rv-can and the shock was successful. Programming changes to turn off the svc coil were made and the lead remains implanted and active. Lead replacement was suggested due to suspected lead damage. The patient was stable and will continue to be monitored.